Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the following issue was observed on the device: "check IV set." Reported problem cause description: "defective pressure sensor." Hence, the work performed in the device includes: "replaced pressure sensor bottle side and did the ppm after repair." There was no patient involvement.